Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the mid- section and distal end of the stent. This damage likely occurred while attempting to advance the device through a calcified lesion and subsequently withdrawing it during the procedure. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. This damage likely occurred while attempting to advance the device during the procedure. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jun2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following predilitation, a 2.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.